Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a missing tamper seal. During analysis, accuracy testing was performed. The unit was noted to be a little low but still within the 3% specification. It was noted that the customer's reported concern was not confirmed, the customer was perceiving this to be a failure for the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test. No patient was involved in this event. No adverse effects were reported.